Event description:
The user facility reported that during use of the detachatip iii multi-use graspers, claw grasper, 5mm x 33cm in an oophorectomy with salpingectomy (removal of the right ovary and tube) on (B)(6) 2014, one of the jaws broke off. The surgeon was trying to grasp the ovary, the jaws of the claw grasper were partially opened and subsequently the side jaw was detached at the hinge. The broken jaw was retrieved, the procedure went on and completed successfully with no further complications or patient injury.

Manufacturer narrative:
One (1) detachatip iii multi-use claw grasper was returned for evaluation on (B)(4) 2014. Visual inspection of the returned instrument found one of the jaws was completely detached from the device. The location of the break was at the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. This instrument was manufactured on 03-sep-2013. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the device history record for this lot number found no discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. The detachatip multi-use graspers, claw grasper is a multi-use laparoscopic claw grasper intended to grasp tissue in a variety of endoscopic procedures. This is a reusable device and information received from the customer reveals that this instrument has been through three (3) sterilization cycles and allegedly utilized in a surgical procedure only once. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined at this time. However, evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the dtip were coming in contact with the jaws of another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: - avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. - if excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage".